Manufacturer narrative:
Background information: the dealer did not mention if an investigation of the incident and area the chair was used in, took place. It is unknown what the terrain was and the conditions of the "hill" were. It is unknown if it was a grass, dirt or a paved hill. If it was a paved hill, the conditions and degree of slope of the paved hill are unknown. Discussion: the quickie 7r, part number mk-100084 rev. B, owner's manual does provide warnings in regards to traveling down ramps, slopes, sidehills and hills. The manual reads: whenever possible, avoid riding on a slope, which includes a ramp or sidehill. This will change the center of balance of your chair. Your chair is less stable and more difficult to maneuver when it is at an angle. When moving up a hill, anti-tip tubes may not prevent a fall or tip-over. If you need to go down a hill: the downslope should be less than 6°. Go slow. Always go straight down. Always control your speed. Never turn on a hill. Sunrise wheelchairs are provided with positioning belts only upon request. The determination of whether a positioning belt is needed is the dealer/provider responsibility to specify as some users may be determined, by a mobility specialist, to be in need of positioning belts as they have sufficient physical strength and posture to not be a requirement. This requirement cannot be determined by sunrise medical as we do not know the condition of the end user, nor the specific needs of their disability. Therefore, positioning belts not being provided are not a malfunction of design, manufacture, or assembly. Since this is not a malfunction, it is not a reportable event. Conclusion: insufficient information has been provided regarding the fluttering of the casters. The parts were not returned to sunrise medical for evaluation. The condition of the hill and speed in which the end user was traveling is also unknown, therefore sunrise medical is unable to make a proper assessment of the incident and what the root cause of the malfunction is. However, since falls are considered potential for serious injury, these types of incidents are reportable. Therefore, out of an abundance of caution, sunrise medical has decided to file an MDR to report this incident. Additional information: this complaint has been re-reviewed as a part of a four-year retrospective review and remediation effort based on enhancements made to the company's complaint handling and adverse event reporting processes. A legal consulting firm was consulted for the retrospective review. This MDR is being filed based on the outcome of that retrospective review.

Event description:
Dealer rink, called to report that end user stated was going down a hill and caster started fluttering uncontrollably and ended up tossing the user out of the chair. Other than bumps and scrapes, no injuries are reported at time of call.